Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced falls and body twitching approximately two weeks post implant of a right atrial (ra) lead. It was noted that the ra lead exhibited an abrupt change to high thresholds, capture issue and no sensing events were noted due to possible undersensing of p-waves. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead did not capture and dislodged. The lead was removed and replaced.